Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 626 mg/dl. The customer also reported having no delivery alarms. The infusion set was changed, but the alarms persisted. Troubleshooting was performed. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.